Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fuzzy/blurry image due to a faulty ccd (charged coupled device) and a failed leak test due to a tiny puncture on the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing for an unspecified therapeutic procedure, the subject device had a fuzzy image. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during reprocessing. The subject device had a fuzzy image. There was no patient involvement.